Manufacturer narrative:
Investigation is still ongoing. Goel, sachin s., and benjamin z. Galper. "Repeat interventions after transcatheter aortic valve replacement: considerations for lifetime management - the first cut is the deepest." Structural heart 9.5 (2025).

Event description:
As reported by the article, "repeat interventions after transcatheter aortic valve replacement: clinical characteristics and outcomes of redo transcatheter aortic valve replacement and surgical explants," during a transfemoral tavr using a 26 mm sapien 3 ultra valve with the aid of a non-edwards cerebral embolic protection, the commander delivery system balloon was inflated with rapid pacing at 160 bpm, which shortly ruptured. The decision was made to post-dilate with a non-edwards balloon with good results. Shortly after, the patient became severely hypotensive and the patient was observed to have severe mitral regurgitation due to chordal rupture and severe biventricular failure was noted by echo. A balloon pump was placed and the was transferred to the critical care unit. While in intensive care unit, the patient developed several episodes of ventricular tachycardia and hypotension. A neurological exam and head computed tomography were performed, which revealed diffuse anoxic brain injury and intracerebral hemorrhage with midline shift. The patient then passed away, not due to an edwards device. Per the article, before the procedure, the patient developed a complete heart block, requiring 2 minutes of CPR, which recovered with transcutaneous pacing.

Manufacturer narrative:
Correction to h6 and device evaluation results in h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided procedural imagery was reviewed, and the following was observed: presence of calcium nodule (darker spot) near the post area (left coronary cusp side). Prior to deployment of the s3u within the pre-existing sapien valve, s3u is aligned between commander delivery system valve alignment markers. Balloon burst during deployment of s3u within pre-existing sapien valve; s3u appears under-expanded, with a waist. Post-dilation of s3u with non-edwards balloon. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on review of the supplemental procedural imagery provided. Available information suggests that patient factors (calcification) likely contributed to the event, as a calcium nodule was observed near the post area (lcc side). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.